Manufacturer narrative:
Evaluation results: complainant returned one used 20 ga. Protectiv catheter assembly with the severed tube segment for evaluation. The returned device and severed tube segment were examined under magnification and photographed. The eyelet to tube securement area within the catheter hub was intact with no evidence of catheter securement issues. Examination of the severed tube segment noted bevel tip damage consistent with part of the catheter tube being inserted into subcutaneous tissue. Additionally, examination of the catheter assembly and severe tube segment noted that the catheter tube was severed at 2/32" above the catheter hub nose, displaying a distinct "v" shape profile of the introducer needle. This "v" shape incision is consistent with a catheter wall penetration by the cannula as a result of a redirect during deployment and not the result of a manufacturing nonconformance. In the report, it was noted that the IV was pulled due to blood leakage from the catheter. Upon removal, it was noted that the catheter hub separated from the tubing and as a result, the severed tubing needed to be removed from the patient surgically. This type of failure mode will typically result in blood leakage or leakage upon infusion immediately after the removal of needle due to the compromised catheter tube (through cut in the catheter wall). Examination of the photos of the catheter assembly against smiths medical technical report for investigation into causes of catheter tube separation failure modes suggests the reinsertion of the needle into the catheter severed the catheter tubing. The reported product problem was related to user issue.

Event description:
Information was received that a smiths medical jelco safety protectiv peripheral intravenous catheters (pivc) catheter was placed in a patient on (B)(6) 2019 at a cardiac progressive care unit. The reporter stated the rn noticed that the IV was leaking, so upon discontinuing therapy, and pulling out the IV, a snap was heard. The reporter then noticed the catheter hub separated from the catheter tubing. Another rn tried to help pull the tubing that was left in the patient's arm, but the product went back into the patient's skin. It was also reported there was bleeding at the insertion site. Subsequently, the catheter required surgical removal and there were no additional adverse patient effects.